Event description:
Non-healthcare professional during surgery reported that the lens got stuck inside the cartridge and then it shredded. The procedure was completed on same day and there was no patient contact. They feel as though it¿s something inside the cartridge that is causing this problem. In the surgeon¿s opinion, cartridge or injector caused or contributed to the event. There are two medical device reports associated with this report. This is 2 of 2.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. A sample was not received at investigation site for evaluation for the report of the lenses that got stuck inside the company cartridge and then it shredded the lenses therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.